Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the rn was attempting to clear an air bubble from tubing when the line snapped a the lower fitment and resulted in approximately 114ml of avastin (chemotherapy) spilling. The medication spilled on the floor and splashed the rn's face. This occurred in an inpatient unit.

Event description:
It was reported that the rn was attempting to clear an air bubble from the tubing when the line "snapped" at the lower fitment and resulted in approximately 114ml of avastin (chemotherapy) spilling. The medication spilled on the floor and splashed the rn's face. This occurred in an inpatient unit. It was confirmed during follow up, that there was no patient harm as a result of this event.

Event description:
It was reported that the rn was attempting to clear an air bubble from the tubing when the line "snapped" at the lower fitment and resulted in approximately 114ml of avastin (chemotherapy) spilling. The medication spilled on the floor and splashed the rn's face. This occurred in an inpatient unit. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer report that the line snapped apart was not confirmed due to the reported suspect set not being received for evaluation. The reported associate set was received with a missing component along with components not assembled correctly onto the set; however these observations are consistent with the customer¿s bd account executive feedback that set samples were broken apart by the customer for demonstration purposes. The as-received set was visually inspected for kinks, holes/tears in the tubing or damages to the components. It was observed that the expected retainer ring was not present on the upper fitment and silicone segment engagement. A slight tug of the rest of the set¿s engagements observed no separation. The root cause was not identified.